Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheters were packaged upside down. The complainant reported that as a result of this, he had to cut the "correct end" of the packaging with scissors in order to get the catheter out without touching it.

Event description:
It was reported that the catheters were packaged upside down. The complainant reported that as a result of this, he had to cut the "correct end" of the packaging with scissors in order to get the catheter out without touching it.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted two unopened clean cath catheters in the original packaging. Both catheters were placed in the package correctly. The eyelet end of the catheter faced the opposite end of the package opening. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contains or presence of phthalates: di(2-ethylhexyl)phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. Caution, consult accompanying documents. Units catalog number this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.